Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump clock was incorrect by two minutes. Cause was not known. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the time.